Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - titanium elastic nail/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article mathieu, l., vialle, r., thevenin-lemoine, c., mary, p., and damsin, j. (2008) association of ilizarov's technique and intramedullary rodding in the treatment of congenital psuedoarthritis of the tibia. J child orthop., volume 2:449-455. The purpose of the retrospective study is to evaluate the clinical and radiological results by combining ilizarov's fixator with intramedullary nailing of the tibia for the treatment of congenital pseudoarthrosis of the tibia (cpt). Between 1996 and 2005, six girls and three boys aged 3-14 years (mean age 8 years 2 months) were treated for cpt with the combination of ilizarov's technique and intramedullary nailing. Final follow-up had a mean of 4 years (range 1.2-6.6 years). This is report 7 of 8 for (B)(4). This report is for an unknown - titanium elastic nail and refers to patient 9 (male), who had fibula non-union.